Event description:
The customer reported that while the iabp was in use on a pt, the display went blank. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
This event is under investigation. The device is in the process of being evaluated. A supplemental medwatch will be submitted when our investigation is complete. (B)(4).